Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: it was reported by the customer that syringes seem to have a wet consistency in the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Syringes seem to have a wet consistency in the syringe. Making it not usable for the customers. Many pictures and syringes have come looking wet not as if the plunger is fully pressed but when the plunger is taken out as well. Product#: 302995 & 309646 lot#: 5030603 (10ml) 5149753 (10ml) 517003 (5ml) 5149753 (10ml) additional information provided: for pr (B)(4).: 1. Could you please provide the quantity affected for each lot? (B)(4) boxes 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 09/09/2025 3. Could you kindly confirm if any samples are available for return so we can proceed with further investigation? If so, would you be able to provide the facility address where we can send the return shipping label? Yes all boxes available for pickup // (B)(6). 4. Please share the captured photo of the event if available? Yes.

Manufacturer narrative:
(B)(4) follow up for device evaluation. Three photos and ten samples of 10 ml luer-lok syringes (part number 309646) from batches 5030603 and 5149753 were received and evaluated. Inspection confirmed normal silicone quantities within the fluid path, and no foreign matter was observed, consistent with product specifications. Photo review aligned with physical sample observations. The ¿wet consistency¿ noted is silicone, an inert, non-toxic medical lubricant essential for syringe functionality, widely used for over 25 years without reported adverse effects. Silicone does not impact safety, efficacy, or product performance. Please see the attached silicone quantity guideline for reference. Additionally, a device history record review was completed for lot numbers 5030603 and 5149753, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect.